Event description:
It was reported that the left ventricular lead exhibited an increase in capture from 2 v at implant to 5.25 v at the post-op check. The physician believed that the lead pulled back to the coronary sinus and was capturing satisfactorily, so there were no plans to reposition it.

Manufacturer narrative:
No medwatch form was received.